Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for implantation of transvaginal mesh in this patient was cystocele and urethral hypermobility with stress incontinence. Procedure: underwent cystocele repair with avaulta system and urethral stabilization with align transobturator tape under general anesthesia.